Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the resuscitation of the patient with cardiac arrest, the right atrial (ra) lead was dislodged. Atrial lead warning was triggered. The lead was repositioned but after the revision the ra lead exhibited low impedance. The suspicion that the lead may have been damaged during lead revision was raised. The ra lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.